Event description:
Lot no: unknown. Exp. Date: unknown. Complaint: false negative. Initial report date: (B)(6) 2022. The reporter did have a case of false negative on (B)(6) 2022. On (B)(6) 2022, it was a nasal swab sampling and the person tested negative via rapid test, but her saliva sample tested positive via pcr test on the same day.